Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient reported that initially she noticed a tremendous change in urination but now it doesn't seem to be helping. The patient stated that she is urinating every 2 hours and when she goes, she still feels like she is retaining urine. The patient stated that if she sits there for 20-30 more seconds, more urine comes out. The patient reported that she was experiencing pain at the ins site but that has since subsided, the pain started after moving around a bit. The patient confirmed that stim was on. The patient increased stim on the call from 0.7v to 1.0v on p4, and felt stim in the bike seat area and on the left hip. The patient was redirected to their healthcare provider (hcp) to discuss program changes and if increasing stim does not resolve the issue. No further complications were anticipated/reported.